Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number was provided by the end user, therfore section d4 was unable to be filled in. Reference (B)(4).

Event description:
Per a pmcf study:xcela power injectable PICC: catheter occlusion occurred during usage of the device. The device was removed.

Manufacturer narrative:
The customer's complaint description of catheter occlusion during usage of the PICC was not confirmed due to no complaint sample being returned for evaluation. Without receiving product for evaluation, a definitive root cause cannot be determined. Catheter malposition/occlusion is cautioned in the device dfu as potential adverse event for an implanted PICC. A DHR review of the packaging/assembly lots could not be performed due to the end user not providing the device lot number. Labeling review: the directions for use (dfu, 14600579-01) that is provided with the reported device contains the following statements: flushing: attach syringe filled with 10 ml sterile normal saline, open clamp, and flush lumen, using a "pulse" or "stop/start" technique flush the catheter after every use, or at least every 12 hours, or according to institutional protocol to maintain patency. Precautions: if resistance is met while attempting to flush catheter, follow institutional protocol for occluded catheters. Incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Catheter maintenance: it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the xcela power injectable PICC. General catheter care and use: use aseptic technique during catheter care and use. Adverse events: catheter dislodgement, catheter malfunction, catheter malposition, catheter occlusion. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).